Event description:
It was reported that the customer was hospitalized due to hyperglycemia, with a blood glucose reading of 535 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. It was stated that the customer did not change the infusion set during the time he was experiencing elevated blood glucose levels. Advised the caller of the recommendation to change the infusion set after experiencing two unexplained high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.